Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could be retracted and extended. The cause of the inability for the helix to retract and stylet unable to be inserted into the lead was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.

Event description:
During implant procedure, the helix would no longer retract and the stylet was unable to be inserted into the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.